Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. This MDR is linked/related to MFR report number: (B)(4). On complaint number (B)(4) even though these reports are for the same procedure and patient, this event is considered a separate report.

Event description:
Edwards received notification of a pascal precision in mitral procedure where on pod 7 the redo intervention was performed with a pascal precision ace device. While advancing the guide sheath (gs), the physician noticed some resistance. After steering down to the valve, the physician also noticed that it was not possible to turn the steerable catheter anterior wise, the doctor said it felt like the handle would break and the handle was also turning back to posterior by its own. In fluoro a kinked gs was seen so the physician decided to bail out. During bailout it was not possible to fully elongate the device, but the physician could do the bail out without being fully elongated. When the gs was outside the patient it was seen that the gs was heavily bent. The gs was changed, and the physician used another bigger gs with an inner diameter of 22 french to straighten the kinking. In this gs, the new gs was inserted and with this setting the procedure could be successfully finished. Two pascal precision ace devices were implanted, one medial and one lateral from the detached device. The mr after the procedure was 1+. As per response follow up email no damage was noticed to the implant catheter. After the bail out the cs tried to elongate the device and it worked well and the cs was able to completely elongate it.

Manufacturer narrative:
H6 investigation findings: malfunction observed without conclusive finding. The complaint for unable to elongate implant to reposition was confirmed with other empirical evidence as confirmed by the edwards clinical specialist present at the case. No manufacturing non-conformities were identified from the investigation. Available information suggests that patient conditions tortuosity in the access vessel resulting in a kinked guide sheath, may have contributed to the reported event. However, a definite root cause is unable to be determined.